Manufacturer narrative:
Associated medwatch reports: 9610612-2021-00733; 9610612-2021-00735. Investigation results: no product at hand. Therefore an investigation of the product is not possible. No pictures were available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: on the basis of the current information and without a product for investigation, a clear conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably usage-related. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nn071z - as columbus cr/ps tib.plat.cemented t1. According to the complaint description, the revision surgery was due to aseptic loosening of implants. A revision surgery was necessary. It was noted that there had been good integration of the cement into the bone, however no cement residues on the prosthesis. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00733 (400537620 - nn071z) and 9610612-2021-00735 (400537621 - nn811z).